Event description:
It was reported that this right ventricular (rv) lead had an alert a few months ago due to out of range shock impedance. It appears that the plan was to continue to monitor at this time. The lead remains in-service. No adverse patient effects were reported.